Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis; however, the device memory data was received and analyzed. Analysis of the device memory indicated a full electrical reset had occurred. (B)(4).

Event description:
It was reported that the device had an electrical reset. The device interrogated recommended replacement time (rrt) but measured a battery voltage within normal limits. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.